Event description:
Patient has been a resident in the hospice section of a long term nursing facility. She was found the morning two mos after @ 4 am with her head caught between the bed rail and the mattress. Patient died.